Manufacturer narrative:
Correction: d4 plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient had a catheter revision when he had a hernia as draining slowly has been an issue in the past. Upon follow up with the patient¿s pd registered nurse, it was reported this patient experienced an umbilical hernia in 2024 (exact date unknown) due to unknown etiology. It was affirmed the patient did not initially experience symptoms of this hernia during pd therapy. The patient¿s hernia did not require immediate medical intervention as it did not cause him pain or interfere with his pd prescription. Additionally, it was affirmed pd therapy did not exacerbate his hernia. When he began to experience slow drains during ccpd therapy on the liberty select cycler at home, he underwent an outpatient hernia repair procedure which also removed his pd catheter (not a fresenius product) on (B)(6) 2024. The patient was transitioned to hemodialysis (hd) for renal replacement therapy on an in-center basis for two months following this procedure to allow the surgical site to heal. The patient resumed the same pd prescription (as before this event) on a newly received liberty select cycler following an outpatient procedure for a pd catheter replacement on (B)(6) 2024. It was confirmed the patient¿s hernia and associated procedures were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient resumed ccpd therapy on the same liberty select cycler at home following these events.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the adverse event of an umbilical hernia. It is well established those patients undergoing pd therapy are at high risk for mechanical complication due to hernias of any etiology and may be safely repaired to continue successful pd therapy (1). The cause of this patient¿s serious injury cannot be determined; however, it was confirmed the patient¿s hernia was not due to a deficiency or malfunction of any fresenius product(s) or device(s) as reported by a medical professional. This is further supported by multiple studies that have found no positive correlation between increased volumetric pressure during pd therapy and hernia occurrence (2). Therefore, the liberty select cycler can be excluded as a root cause of to this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient had a catheter revision when he had a hernia as draining slowly has been an issue in the past. Upon follow up with the patient¿s pd registered nurse, it was reported this patient experienced an umbilical hernia in 2024 (exact date unknown) due to unknown etiology. It was affirmed the patient did not initially experience symptoms of this hernia during pd therapy. The patient¿s hernia did not require immediate medical intervention as it did not cause him pain or interfere with his pd prescription. Additionally, it was affirmed pd therapy did not exacerbate his hernia. When he began to experience slow drains during ccpd therapy on the liberty select cycler at home, he underwent an outpatient hernia repair procedure which also removed his pd catheter (not a fresenius product) on (B)(6) 2024. The patient was transitioned to hemodialysis (hd) for renal replacement therapy on an in-center basis for two months following this procedure to allow the surgical site to heal. The patient resumed the same pd prescription (as before this event) on a newly received liberty select cycler following an outpatient procedure for a pd catheter replacement on (B)(6) 2024. It was confirmed the patient¿s hernia and associated procedures were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient resumed ccpd therapy on the same liberty select cycler at home following these events.